Event description:
It was reported that the pump alarmed and exhibited 1260. The rear bottom and top labels were damaged. The event occurred during testing, no patient injury was reported.

Manufacturer narrative:
Event date: unknown. UDI: (B)(4). One device was returned for analysis. Visual inspection showed the rear top and bottom housing labels were damaged and the downstream and upstream sensor seals were contaminated by fluid ingression. The tamper seal was broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the microprocessor unit board. As a result, the microprocessor unit board, rear housing top/bottom labels, and clock battery were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all inquiries or follow-up questions related to the record, do not use (B)(6). Please direct those to the following: (B)(6).